Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - direct stenting and use in a bifurcated lesion. There was no reported product deficiency. Death and angina are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. All stent delivery systems are subjected to a visual inspection and a quality control audit inspection is used to verify the product quality. Since it was reported that the xience v stent was implanted via direct stenting to treat a bifurcation lesion, it should be noted that the xience v IFU states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. The xience v IFU also states that: the xience v stent is contraindicated for patients with bifurcation coronary vessel disease. It cannot be determined whether the IFU deviations contributed to the reported patient effects.

Event description:
It was reported that on (B)(6) 2010 the patient underwent an uneventful direct stenting in the distal left circumflex artery with one xience v stent. The patient was discharged on (B)(6) 2010. On (B)(6) 2010, the patient experienced chest tightness at home that was treated with nitroglycerin. The patient was brought to the hospital and expired. There was no additional information provided.